Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the severely calcified and moderately tortuous superficial femoral artery (sfa). Another MFR's guide wire crossed the lesion and the wanda pta balloon dilatation catheter was advanced successfully across the lesion for treatment. Upon the first inflation, the balloon failed to inflate and the physician suspected a balloon rupture. The balloon catheter was removed from the pt without incident, and a balloon rupture was confirmed. The procedure was completed with a different device. No pt injuries or complications were reported. The pt's status was reported as "good".

Manufacturer narrative:
(B) (4).